Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device clips scissored. A second device was opened with the same outcome. A third device was opened and the procedure was completed without consequence to the patient.